Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey0888 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "the patient needed to use the PICC catheter to infuse drugs due to his condition. The nurse performed the left upper limb basilic vein catheterization for the patient on (B)(6) 2022. The process went smoothly and the PICC catheter worked normally. On (B)(6) 2022, the nurse found that the PICC catheter had a pinhole-like opening about 1cm above the skin where it was inserted, and the medicine liquid sprayed out like a water column."